Event description:
It was reported, during the colonoscopy screening, the arv120 endocuff fell off a scope into the patient's sigmoid colon. The endocuff was successfully removed with forceps. A procedural delay occurred but not more than 30 minutes and the patient was not under anesthesia. The outcome of the procedure was not affected as a result of the issue and there was no unplanned diagnostic imaging needed to locate the device and confirm it was removed. The procedure was not completed successfully due to poor colonoscopy prep. The method used to attached the endocuff was by pushing it on to the end of the scope. The device was inspected before use and did not appear broken, cracked, or damaged.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was investigated by the parts supplier and not returned to olympus for evaluation, and limited information was provided by the supplier¿s conclusion. Therefore, based on the results of the investigation, the cause of the detachment is considered not to be related to a manufacturing fault of the device. This supplemental report includes a correction to a2, a3, a4, and b7 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to d9 and h3 olympus will continue to monitor field performance for this device.